Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure using a hydrothermal procedure set device (female patient, weight is unknown), the fluid loss alarm sounded. According to the complainant, during the filling/heating stage of the procedure, the alarm sounded and the fluid volume in the reservoir had decreased. After allowing the system to cool down, a crack (1 to 2cm in length) in the device sheath in proximity to the distal tip was noted. It was further reported that the physician completed the procedure with another hydrothermal procedure set. There with no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.